Manufacturer narrative:
Device evaluation: the intraocular lens remains implanted; therefore, could not be returned for investigation. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no additional investigations have been received for this production order. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
In the initial MDR, a date was inadvertently not entered in section 'date of report'. In the initial MDR, a code was inadvertently not entered for glare. The following section was updated accordingly: (B)(4). Date of report should have had the following submission date: 10/14/2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. However, stated as since surgery, 2017. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient's spouse called to report her husband's experience with the intraocular lens (iol) implanted in 2017. The patient has left eye blurred vision. The patient feels pressure in his eye along with glare. Reportedly, vision is worse now than before surgery. Patient's doctor suggested the vision issues are due to a second cataract and the patient had a yag (yttrium-aluminum garnet) laser treatment procedure. Spouse indicated the procedure did not work. No further information was provided.